Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the colonovideoscope failed the resitest 3 times. It was fully manually washed each test. The inner channel was checked and there was a green substance in the biopsy channel. The event occurred during reprocessing. There were no reports of patient involvement.

Event description:
No additional information received from customer.

Manufacturer narrative:
Additional information: h4. The device was returned to olympus for inspection. A definitive root cause could not be identified. The complaint was confirmed as the following: the forceps passage was torn yet there was no confirmation of any residue. Based on the results of the investigation, it is likely the following led to the malfunction: expected or random component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.